Manufacturer narrative:
The reported complaint of catheter leak was confirmed during functional testing of the returned icy catheter (lot#: 212648). During the pressure leak test, a pinhole leak was observed at the proximal end of the distal balloon. The probable root cause of the pinhole leak was a latent material defect. During the functional leak test, all infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a pinhole leak was observed from the proximal end of the distal balloon, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for investigation results related to the reported complaint, and there was no previous history of complaints reported for the icy catheter with lot number: 212648.

Event description:
The icy catheter (lot#: 212648) was inserted into the patient's left femoral vein to initiate intravascular temperature management (ivtm) therapy to induce therapeutic hypothermia. Around 5 minutes after the ivtm system started running, an "air trap" alarm was triggered. Upon inspection, the nurse found that the saline level in the saline bag had decreased to around 100 milliliters. Additionally, it was observed that the saline solution had turned light pink in both the bag and the air trap chamber. The physician performed the balloon leak check according to the zoll instructions for use (IFU) and concluded that there should be balloon rupture/leakage. A new icy catheter and a new suk were replaced to continue the hypothermia. No malfunction was reported on the thermogard console. No consequences or impacts on the patient.